Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. [(B)(4)].

Event description:
It was reported via medwatch, "patient's port tubing cracked while ivf were infusing. Patient was lying still in bed at the time it began leaking. Port was immediately clamped and de-accessed. Port needed to be re-accessed shortly after".